Event description:
Forceps purchased from (B)(4), by (B)(6). Forceps were brand new and were found to be defective and bent during cataract surgery on a pt. Defective instrument contributed to pt eye complications requiring multiple surgeries with retinal detachment and loss of vision. Facility, (B)(6), purchased the surgical instrument from (B)(4). I made hospital administration aware of defective and bent forceps and contribution to pt complication. (B)(6) could provide therapy dates.